Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s power supply is defective and is requesting quote for part ID power supply. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:03feb2021. B4:10feb2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the power supply to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.